Event description:
Technician alleged brakes not holding.

Manufacturer narrative:
The technician replaced all casters to resolve the issue. Pursuant to our response to warning letter (B) (4), hill-rom is continuing its retrospective review of event for reportability. This effort will continue until we are current.